Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw would not lock properly into the plate, and upon removing the screw, it was noticed that the screw threads had sheared. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned and x-ray review. As per the visual inspection of returned product, the screw head is damaged and part of the threads sheared off and are still attached. Dimensional analysis was not done on the diameter of the screw because of the extensive damage to the threads. As per x-ray review, the overall fit and alignment of the implants, as well as bone quality, are within normal limits. Upon further review, it was noted that the torque would have had to be constant over many revolutions in order to get that type of sheer consistency or if this had been hand screwed the user would¿ve stopped every third of a turn to re-grip. It appears it happened during insertion, stopping at the notch. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.